Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had e.coli in the pocket site. It was also stated that the ipg had migrated in the pocket site to the point that it ripped the surgical paddle out of the epidural space. The winding of the ipg coiled up the lead tails so much that five contacts were torn off the paddle. The patient underwent an explant procedure. The explanted device will not be returned.